Manufacturer narrative:
Incorrect device returned.

Event description:
A turnpike gold catheter was used during a patient procedure. Durning the procedure, the hub of the turnpike gold separated. No patient impact was reported.